Event description:
It was reported that a pt underwent a total pelvic floor repair procedure in 2008. The pt presented with stress urinary incontinence beginning in 2009. The pt underwent an obturator sling procedure as intervention on 06/02/2009. The event is reported to be resolved as of the following month.

Manufacturer narrative:
Date sent to the FDA: 09/17/2009. Stress urinary incontinence occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.